Event description:
Additional information received reported that the patient's physician had not been notified about the event. The patient was not able to go to the physician or go through another procedure. The patient's original physician was not covered by insurance.

Manufacturer narrative:
Product ID 3550-39, lot# n293951, implanted: 2011 (B)(6); product type accessory product ID 3 7092, lot# 285240001, implanted: 2011 (B)(6); product type accessory product ID 3776-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 37743, serial# (B)(4); product type programmer, patient product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient used to feel stimulation across his lower back. The patient then had an episode where he had to go to the hospital for 8 weeks. This was not related to the device. During this time, the device had not been turned on at all. When he got home, he used the patient programmer (pp) to turn stimulation on and was then only feeling it on one side of his back but not all the way across like before. It was unknown if the implantable neurostimulator (ins) had been off at the hospital. The patient had not had the pp with him at the hospital. The potential for emi was reviewed. The patient was redirected to their healthcare provider (hcp). Follow-up was performed to determine if the patient had required any further assistance and if they had any further concerns. This event will be updated if additional information is received.